Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 243 mg/dl. The customer stated they had already trouble shooted the pump before calling and did not want to further trouble shoot. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.